Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that slow blood flow occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx). After pre-dilatation was performed with an unspecified 2.5mm balloon catheter, a 2.50x20mm promus element plus stent was advanced to the lesion. While advancing the stent delivery system resistance was encountered and the shaft of the device kinked. The device was removed without incident, subsequently, the patient's vital signs changed and there was a slow blood flow. The device was exchanged with another of the same device. Intravascular ultrasound (ivus) confirmed there were no adverse events after implantation. No further patient complications were reported. Patient's status was good.